Event description:
The procedure was up and over cfa. After the second insertion with the turbohawk, an angiogram was taken and this revealed several small fistulas. A 5mm balloon was utilized to tamponade the fistulas which was not successful. Covered stents were used to correct the fistulas.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.